Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Also made a correction in the serial number. The mr-6a ureteroscope, serial# (B)(6) was returned to olympus with the user's request that "broke it in half, doesn't take much to snap it." The estimation team was able to confirm the user request as finding the outer tube of the scope was broken off. In addition, sunken meniscus and image loss were noted. The device was an rex scope manufactured in december 2011. Device history records (DHR) were reviewed and showed the product met all specifications upon release. The provided DHR records do not include packaging or labeling operations for this reason the final manufacture date and UDI are not available. Based on the device estimation results, physical damage on the device was most likely due to user mishandling. The device IFU advises: "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects;" and "avoid using excessive torque/force on the endoscope, as patient injury and possible damage to the instrument could result." (Page 4).

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the outer tube was broken, the device objective window has a sunken meniscus lens, and no image was observed from the optical fiber system. The DHR review of the subject device revealed that the device was manufactured on december 2011 (exact date is unknown) did not find any defects, nonconforming issue or any corrective action issues during the assembly build of the device. All records indicate the device was manufactured in accordance with all applicable procedures and final product release criteria. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported that during the preparation for use, the device was broken in half and it doesn¿t take much to snap it. No patient involvement and no patient injury reported.